Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the plate has broken just above the distal locking screws around the fracture site. Patient was in a motor accident, from which he received a distal tibia fracture and schatzker ii tibial plateau fracture. Cement was implanted in the fracture void originally with the intention to remove it later. Patient has been walking on this injured leg. Broken plate was removed and replaced with the same plate with autograph bone graft was filled in the void where cement was removed. This is report 1 of 1 for complaint (B)(4).